Event description:
Negative icp (intracranial pressure) readings. Transducer re-zeroed and releveled. Initial icps reading appropriate, but while evd (external ventricular drain) was clamped, icp pressure reading trended negative until no longer within range. Transducer attempted to be re-zeroed but monitor unable due to "excess offset". Pressure cable replaced and attempted to re-zero. Still unable to zero appropriately.